Manufacturer narrative:
(B)(4). The sample availability is unknown. If a sample becomes available a follow up MDR will be submitted.

Event description:
A customer contacted global technical services (gts) regarding a spot on the patient line while using the homechoice (hc) machine. Per the initial report, the home patient (hp) stated that he does not think it is air bubble, the hp stated it is a small pin dot that he has not seen before. Gts assisted the home patient (hp) by explaining that it is an abnormality and the hp will need to start over with new supplies. The hc was at connect yourself; gts had the hp cycle power off the machine and instructed the hp to discard the supplies and start over with new supplies.

Manufacturer narrative:
(B)(4). An engineering quality review determined it was not clear from the reported condition if the dot was a hole; however, if it was a hole this could have happened during packing at the manufacturing facility, during shipment/distribution to customer, or it could have happened at use by the customer. Homechoice sets ((B)(4)) are pressure tested during manufacturing to check for leaky sets. For the (B)(6) 2010 renal division trend review held on (B)(6) 2010, a trend review of medical device reports between (B)(6) 2008 and (B)(6) 2010 was completed for peritoneal dialysis disposables. No adverse trend was identified for the as reported problem code cut/slice/hole/torn within product family x4 apd ancillaries, which the (B)(4) is in.